Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that at various time prior to the call, the customer had noted 1mm -2mm sized air bubbles in the cartridge luer lock. The customer's blood glucose (bg) levels were impacted (200 - 300 mg/dl). The customer required the assistance of a parent to address bg levels by delivering a correction bolus with the pump. Troubleshooting was not performed, as tandem technical support was not contacted at the time of the reported issue. The contact was instructed on proper loading techniques.